Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the white tabs that sit on top of the skin caused ulcers under each tab. The ulcers became infected and the physician removed the product and replaced it with a competitor's device. The physician did not state how the ulcers were treated. The patient is doing well.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, and instructions for use (IFU) of the product was conducted. Due to the limited available information it is not very clear if the root cause of the event is associated with the patient condition, the medical procedure or an eventual malfunction of the device. The complaint device was not returned for evaluation or properly identified. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use contraindications, warnings and precautions, and the correct deployment procedure. The IFU indicates warnings (...) Gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around gastropexy site. Patients with ascites may be at an increased risk of complications, including pressure ulcers. Additional site monitoring should be implemented for these patients, and under the instructions for use section: (...) "While maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Due to the limited available information we are unable to determine a root cause of the event. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
It was reported that the white tabs that sit on top of the skin caused ulcers under each tab. The ulcers became infected and the physician removed the product and replaced it with a competitor's device. The physician did not state how the ulcers were treated. The patient is doing well.